Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that, the pt had a lead break and the "condition of pt was deteriorating and got worse. Physician decided to explant the broken lead and reimplant immediately with a new system." Good faith attempts are being made to gather add'l info.